Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), ovarian cyst ruptured ("ovarian cysts- 2 cyst ruptured") and gastritis haemorrhagic ("haemorrhagic bile gastritis") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal and eczema. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced blood potassium decreased ("low potassium") and blood magnesium decreased ("low magnesium"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced ulcer ("ulcer"), gastrointestinal inflammation ("intestinal inflammation"), migraine ("migraines"), headache ("headaches") and gastritis haemorrhagic (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced abnormal loss of weight ("extreme weight loss / weight loss"). In (B)(6) 2017, the patient experienced visual impairment ("vision impairment / vision/eye problems") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("vaginal candidiasis"), eczema ("eczema (head & foot),"), rash ("rashes"), erythema ("skin redness") and pruritus ("pruritis"). The patient was treated with norethisterone (norethindrone), paracetamol (tylenol), ibuprofen, pantoprazole, ciprofloxacin, fluconazole (fluconazol), oxycodone, paracetamol (acetaminophen), vicodin (norco), ibuprofen (motrin), clotrimazole, betamethasone valerate (betamethason), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, ulcer, gastrointestinal inflammation, vulvovaginal candidiasis, migraine, headache, nausea, rash, erythema, pruritus, vaginal discharge, blood potassium decreased, blood magnesium decreased, gastritis haemorrhagic, urinary tract infection and abdominal pain had resolved, the genital haemorrhage, ovarian cyst ruptured, abnormal loss of weight and visual impairment outcome was unknown and the eczema was resolving. The reporter considered abdominal pain, abnormal loss of weight, blood magnesium decreased, blood potassium decreased, eczema, erythema, gastritis haemorrhagic, gastrointestinal inflammation, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst ruptured, pelvic pain, pruritus, rash, ulcer, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal candidiasis to be related to essure. The reporter commented: patient sought medical attention from several health care providers and effort to treat the forgoing symptoms. Patient is scheduled to undergo a procedure to remove her essure device. Doctor scheduled to perform her removal surgery on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Patient had colonoscopy showed ulcers and possible crohns. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received: reporters details added.event ovarian cysts- 2 cyst ruptured pt was updated fron ovarian cyst to ruptured ovarian cyst. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and gastritis haemorrhagic ("haemorrhagic bile gastritis") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced ovarian cyst ("ovarian cysts") and vaginal discharge ("vaginal discharge"). In december 2014, the patient experienced blood potassium decreased ("low potassium") and blood magnesium decreased ("low magnesium"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). In january 2017, the patient experienced ulcer ("ulcer"), gastrointestinal inflammation ("intestinal inflammation"), migraine ("migraines"), headache ("headaches") and gastritis haemorrhagic (seriousness criterion medically significant). In february 2017, the patient experienced abnormal loss of weight ("extreme weight loss / weight loss"). In march 2017, the patient experienced visual impairment ("vision impairment / vision/eye problems") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("vaginal candidiasis"), eczema ("eczema (head & foot)", rash ("rashes"), erythema ("skin redness") and pruritus ("pruritis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, ulcer, gastrointestinal inflammation, vulvovaginal candidiasis, migraine, headache, nausea, rash, erythema, pruritus, vaginal discharge, blood potassium decreased, blood magnesium decreased, gastritis haemorrhagic, urinary tract infection and abdominal pain had resolved, the genital haemorrhage, ovarian cyst, abnormal loss of weight and visual impairment outcome was unknown and the eczema was resolving. The reporter considered abdominal pain, abnormal loss of weight, blood magnesium decreased, blood potassium decreased, eczema, erythema, gastritis haemorrhagic, gastrointestinal inflammation, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, ulcer, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and vulvovaginal candidiasis to be related to essure. The reporter commented: patient sought medical attention from several health care providers and effort to treat the forgoing symptoms. Patient is scheduled to undergo a procedure to remove her essure device. Doctor scheduled to perform her removal surgery on (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Patient had colonoscopy showed ulcers and possible crohns. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient demographics added, product information updated, events added as :- vaginal haemorrhage, menorrhagia, ulcer, gastrointestinal inflammation, vulvovaginal candidiasis, migraine, headache, nausea, pelvic pain, eczema, rash, erythema, pruritus, vaginal discharge, blood potassium decreased, blood magnesium decreased, gastritis haemorrhagic, urinary tract infection, abdominal pain, device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), weight decreased ("extreme weight loss") and visual impairment ("vision impairment"). At the time of the report, the genital haemorrhage, ovarian cyst, weight decreased and visual impairment outcome was unknown. The reporter considered genital haemorrhage, ovarian cyst, visual impairment and weight decreased to be related to essure. The reporter commented: patient sought medical attention from several health care providers and effort to treat the forgoing symptoms. Patient is scheduled to undergo a procedure to remove her essure device. Doctor scheduled to perform her removal surgery on (B)(6) 2017 incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.